Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (broken centurion) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2024-00758. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery, it was found that the console displayed error code 188 and the console was completely blocked. The surgery was completed restarting the console and changing the fms. Patient impact was not reported.